Event description:
It was reported that during left internal carotid artery thrombectomy procedure in a patient with acute ischemic stroke, when the subject balloon catheter was inflated with contrast agent to dilate, the subject balloon failed to inflate inside the patient vasculature. When removed, the balloon was found to have been leaking. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during left internal carotid artery thrombectomy procedure in a patient with acute ischemic stroke, when the subject balloon catheter was inflated with contrast agent to dilate, the subject balloon failed to inflate inside the patient vasculature. When removed, the balloon was found to have been leaking. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, the balloon was found to be damaged. The balloon catheter was found to be damaged and was found to be kinked/bent. Functional testing was not performed due to condition of the device. The reported event of the balloon leaked could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. The balloon was successfully inflated during preparation but it was reported that ¿the operator prepared to dilate the balloon. Used 0.6ml 1:1 contrast agent to dilate but the balloon was not found inflated¿. The physician thought the balloon might be damaged to leak but still continued the procedure to take the thrombus out successfully. After the procedure the physician checked the balloon and found it leaked. During inspection the catheter shaft was confirmed to be bent along its length. The balloon was also noted to be damaged but could not be inflated due to the condition of the returned device. The as reported event of the balloon leaked during use as well as the as analyzed events of the balloon damaged, balloon catheter damaged and balloon catheter kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use, but performance was limited due to procedural and/or anatomical factors during use.